Manufacturer narrative:
The cadd legacy plus pump was returned in good physical condition but it was missing the battery compartment cover. They were able to replicated the "occlusion test failure". There was no pressure noted with the pump but there was an issue found with the downstream occlusion sensor. This sensor will be replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump was returned for an occlusion test has failed. There were no adverse events reported.

Manufacturer narrative:
Additional information received that there was no patient involvement.